Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This event is related to a series of similar reported events where the impactor bolt cannot be dissociated from the associated shell. A CAPA was raised to further investigate these events. The preliminary investigation shows these events are associated with a wide variety of shells. Therefore, the shells are considered concomitant and the impactor bolt will be further investigated. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The doctor screwed the bolt insertor from the da instrumentation in the trident cup. He used the offset cup impactor from the da instrumentation to impact the cup into the patient. After impacting the cup, he tried to unscrew the bolt from the cup and it would not unscrew. He had to take out the cup, use the other bolt and insert a different cup.

Event description:
The doctor screwed the bolt inserter from the da instrumentation in the trident cup. He used the offset cup impactor from the da instrumentation to impact the cup into the patient. After impacting the cup, he tried to unscrew the bolt from the cup and it would not unscrew. He had to take out the cup, use the other bolt and insert a different cup.